Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Reportedly, an extra o-ring was found on the pump. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 280 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Check to see if an o-ring (black or clear rubber ring) from a previous cartridge was left behind on the pump¿s pneumatic tap, as seen in the image below. If you see an o-ring on the pneumatic tap, remove it and then re-load your filled cartridge.